Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that while the catheter was in place there was difficulty draining. The catheter was in place for about 3 weeks on the 10th floor west ward. On 27mar2026, urine flow was poor and the patient complained of abdominal pain; upon checking, urine was not flowing. Health professional checked the catheter position and found no issues, but when health professional attempted to remove the catheter, health professional could not drain the sterile water. Health professional asked a physician to perform the procedure, and since the sterile water drained successfully, health professional replaced the catheter with a new one. Urine flow has been normal since then. It was also mentioned that the onsite team has requested an explanation as to why the drainage failed and why there was no urine leakage.